Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a stylet became stuck in a left ventricular lead during an implant procedure. Multiple attempts were made to remove the stylet, but the stylet ended up breaking. Finally, a pair of hemostats was able to remove it. The lead had normal electrical measurements, so it was kept implanted. There was no confirmation if this was a lead issue or a stylet issue. The patient had no symptoms and was stable after the event.